Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification.

Event description:
The customer reported that during a gastric sleeve procedure using the ft10 generator, a lf1644 worked fine throughout the case until the very end it stopped sealing. End tones were heard with no regrasp tone and the surgeon said it would not complete the seal cycle. A lf1744 was opened and the same no seal occurred a couple times. Then the lf1744 did seal and was used to complete the case. No delay or injury to the patient was reported. The lf1644 and lf1744 will not be returned.